Event description:
I attempted to remove io needle after tlc placement confirmed. Unable to remove device difficult to turn device with syringe. Patient complained of severe pain when I tried to remove device. I tried turning device with syringe and attempted remove with hemostats. I notified team of difficulty asked for premedication. Action: medicated with fentanyl and rn attempted to remove device. Yellow plastic cap broke, leaving io needle in patient's arm. X/r of arm taken.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was not able to be reviewed as no lot number was provided and sales history for this customer was unavailable. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
I attempted to remove io needle after tlc placement confirmed. Unable to remove device difficult to turn device with syringe. Patient complained of severe pain when I tried to remove device. I tried turning device with syringe and attempted remove with hemostats. I notified team of difficulty asked for premedication. Action: medicated with fentanyl and rn attempted to remove device. Yellow plastic cap broke, leaving io needle in patient's arm. X/r of arm taken.